Manufacturer narrative:
(B)(4). The date of the initial procedure was (B)(6) 2011. The exposure was reported to the physician on (B)(6) 2011. The mesh was removed on (B)(6) 2011. The mesh had some fraying. Patient currently using (B)(6) cream which she did not use prior to the procedure. The patient had intercourse three weeks after the procedure. The physician opines the patient being a smoker of one to two packs per day for thirty years contributed to the event. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. (B)(6) after the initial procedure, the patient complained of being able to feel the mesh. The surgeon noted a one cm portion of the mesh on vaginal exam . The patient was scheduled for revision surgery on (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.